Event description:
It was reported that the patients lead has migrated and patient was experiencing unwanted stimulation in their abdomen area. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively, and the device remains implanted and in use.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7176098. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).